Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland it was reported that the patient experienced insulin flow blocked alarm due to occlusion event on (B)(6) 2026. The blockage was in the tubing. No further information available.